Event description:
The customer reported that an 840 ventilator had an inoperable display. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui)/breath delivery (bd) real time clock. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).